Manufacturer narrative:
(B)(4). It was reported that the patient experienced peritonitis ¿approximately five years ago, nothing recent¿, (dates unspecified). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). On an unknown date, the patient was recovered from the peritonitis event. At the time of the event, dianeal therapies were ongoing. No additional information is available.